Event description:
It was reported that the non-patient end of the bd autoshield¿ duo pen needle broke off during use. The following information was provided by the initial reporter, translated from dutch: "once again this patient has a complaint about the safety needles sticking. The issue is with a different packaging. The home care agency is experiencing this more often and even reports to take this into consideration... As far as I know, no injury was sustained."

Manufacturer narrative:
H6: investigation summary sixty-six sealed 30g x 5mm autoshield duo samples were returned from lot. No. 2040949, cat. No. 329605. Visual examination of thirty samples was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd autoshield¿ duo pen needle broke off during use. The following information was provided by the initial reporter, translated from dutch: "once again this patient has a complaint about the safety needles sticking. The issue is with a different packaging. The home care agency is experiencing this more often and even reports to take this into consideration... As far as I know, no injury was sustained."